Event description:
It was reported that during a novasure procedure on (B)(6) 2024, after the procedure the physician observed a hole in the array. The ablation was reported as completed. A small fiber from the mesh was found in the cavity after the ablation and was able to be removed successfully with a 5 french tool. No patient injury reported. No medical intervention required.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.